Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain / pain became so severe'), genital haemorrhage ('heavy bleeding'), congestive cardiomyopathy ('dilated cardiomyopathy'), nerve injury ('nerve damage') and rectal haemorrhage ('rectal bleeding') in an adult female patient who had essure (batch no. A66676) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 3 (date of births: (B)(6) 2008, (B)(6) 2010, (B)(6) 2012 - all 37 weeks), c-section (in (B)(6) 2008, (B)(6) 2010 and (B)(6) 2012), smoker, alcohol use, tachycardia, gastric ulcer, constipation, spinal column stenosis, renal cyst nos, menarche, uterine dilation and curettage, colonic polyp, colonoscopy, epigastric pain, flank pain and radiating pain. Denies possibility of pregnancy. Denies cold symptoms. Denies any swelling. (B)(6) 2010: radiology report - single viable intrauterine pregnancy. (B)(6) 2012 - CT of the brain- sinus inflammation otherwise, negative non contrast CT of the brain, (B)(6) 2013 - knee pain following injection to lumbar spine(treatment) (B)(6) 2015: MRI of lumbar spine : l5-l1 central disc protrusion with mild central and lateral recess stenosis with impression on the bilateral s1 nerve roots. L4-s1 central disc protrusion with mild recess stenosis and depression and proximal bilateral l5 nerve root sleeves. (B)(6) 2015: echocardiogram - reduced ef of 30-35 %. Nuclear stress test shows a normal ejection fraction without evidence of myocardial ischemia. (B)(6) 2017: electrocardiogram-cannabinoid(thc)screen, ur : positive (B)(6) 2017: radiology report - mild facts arthrosis of the lower spine. (B)(6) 2017 : CT-head w/o contrast - no brain parenchymal abnormalities are noted. If the clinical problem persists a magnetic resonance imaging scan may be of benefit for further evaluation. Previously administered products included for birth control: depo. Concurrent conditions included hip fracture since 2014, neuropathy peripheral, overweight, degenerative disc disease, renal cyst nos, paresthesia, knee pain, shortness of breath, sleeplessness, pneumonia, ankle injury, rectal bleeding, irritable bowel syndrome, urinary tract infection, diarrhea, nausea, vomiting, patellofemoral pain syndrome, early morning stiffness, burning micturition, paraesthesia hand, feeling sick, chills, general body pain, kidney infection, swelling of legs, numbness of upper extremities, chest pain, edema, difficulty breathing, jaw pain, swelling of tongue, drooling, varicella, pain ankle, panic attack, dizzy, light-headed, anxious mood, diabetes mellitus, hematuria and pyelonephritis. Family history included congestive heart failure (father, mother, paternal aunt, siblings, grandparents), diabetes (father), heart failure (mother), asthma (children) and hypertension (mother, father). Concomitant products included alprazolam (xanax) for anxiety, drospirenone + ethinylestradiol (yasmin) from january 2013 to march 2013 for contraception, topiramate (topamax) for neck pain and headache, ciprofloxacin hydrochloride (ciflox) for urinary tract infection as well as amoxicillin, calcium carbonate;colecalciferol;sodium (calcium carbonate;cholecalciferol;sodium), carisoprodol, ciprofloxacin (cipro), clarithromycin, diclofenac sodium, duloxetine, folic acid, gabapentin (neurontin), hydroxyzine, lisinopril, lorazepam, macrogol 3350 (miralax), medroxyprogesterone acetate (depo provera) since (B)(6) 2013, paracetamol (acetaminophen), propranolol, sertraline hydrochloride, sertraline hydrochloride (zoloft) since (B)(6) 2017, sumatriptan, topiramate and vitamin d nos (vitamin d). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain/ 3 times/year sometimes more often will have extremely painful period"), back pain ("back pain/severe back pain"), intervertebral disc degeneration ("degenerative disk disease (ddd)"), fibromyalgia ("fibromyalgia") and pelvic pain ("pelvis pain (stabbing)"). In (B)(6) 2013, the patient experienced abdominal pain (seriousness criterion medically significant), fatigue ("fatigue"), dyspareunia ("pain during intercourse"), migraine ("severe migraines") and headache ("throbbing headache"). In (B)(6) 2013, the patient experienced depression ("depression") and low back pain ("lower back pain (stabbing)"). In (B)(6) 2013, the patient experienced weight fluctuation ("weight fluctuations"). In (B)(6) 2015, the patient experienced congestive cardiomyopathy (seriousness criterion medically significant). On an unknown date, the patient experienced nerve injury (seriousness criterion medically significant), hypothyroidism ("hypothyroidism"), menorrhagia ("3 times/year sometimes more often will have extremely heavy period"), alopecia ("hair loss"), neuropathy peripheral ("essure worsened a previously existing condition - peripheral neuropathy"), anxiety ("anxiety"), ligament sprain ("ankle sprain"), rectal haemorrhage (seriousness criterion medically significant), diarrhoea ("diarrhea"), malaise ("malaise"), renal cyst ("kidney cyst"), abdominal distension ("bloating") and pain ("location of pain: body-wide") and was found to have weight increased ("weight gain"). The patient was treated with amitriptyline, carvedilol, carvedilol (coreg), cortisone, duloxetine hydrochloride (cymbalta), furosemide (lasix), gabapentin, hydrocodone bitartrate;paracetamol (vicodin), ibuprofen, levothyroxine, lorazepam (ativan), methocarbamol (robaxin), muscle relaxants, centrally acting agents, naproxen, oxycodone, oxycodone hydrochloride;paracetamol (percocet), salbutamol (albuterol) and physical therapy (use of cane due to stabbing lower back pain). Essure treatment was not changed. At the time of the report, the abdominal pain, genital haemorrhage, congestive cardiomyopathy, nerve injury, dysmenorrhoea, back pain, depression, fatigue, weight fluctuation, dyspareunia, migraine, intervertebral disc degeneration, hypothyroidism, fibromyalgia, menorrhagia, alopecia, neuropathy peripheral, weight increased, anxiety, headache, ligament sprain, rectal haemorrhage, diarrhoea, malaise, renal cyst, abdominal distension and pain outcome was unknown, the low back pain had resolved and the pelvic pain had not resolved. The reporter considered abdominal distension, abdominal pain, alopecia, anxiety, back pain, congestive cardiomyopathy, depression, diarrhoea, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, genital haemorrhage, headache, hypothyroidism, intervertebral disc degeneration, ligament sprain, malaise, menorrhagia, migraine, nerve injury, neuropathy peripheral, pain, pelvic pain, rectal haemorrhage, renal cyst, weight fluctuation, weight increased and low back pain to be related to essure. The reporter commented: plaintiff fact sheet provided. Plaintiff had no history of suffering from migraines prior to undergoing the implantation of essure. She received treatment for pain, other injuries which began after implant, and fibromyalgia in 2013. She was given cortisone injections three times every six months for degenerative disk disease; however, such treatment was discontinued as it was ineffective in treating plaintiff¿s severe back pain. She received treatment for hypothyroidism 2014. Unsure about allergy or hypersensitivity reaction to nickel or any other component of essure but suspected due to autoimmune disorder. She used yasmin until hsg. Her husband cut himself during intercourse in 2015 (refer to case number (B)(4)). She was planning essure removal due to pain and other awful symptoms, date undetermined. (B)(6) 2017 mr - previously she had 2 motor vehicle accidents in 2009 and 2010. Patient has been in the hospital twice for shortness of breath. Patient follow-up on pelvic pain treated for suspected pid (interpreted as pulmonary inflammatory disease). Concomitant drug include ¿ hydroxyzine, b complex, lorazepam for anxiety, pantoprazole sodium, flexeril for muscle spasms and did not work. Taking refill prednisone for degenerative disc disease. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.9 kg/sqm. Hysterosalpingogram - in (B)(6) 2013: results: essure confirmation test. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pain, headache, back pain, hair loss, abdominal pain, fibromyalgia, hypothyroid, peripheral neuropathy, anxiety, hypothyroidism, fatigue". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-dec-2019: plaintiff fact sheet received. Events: bloating and location of pain: body-wide were added. Concomitant drug was added. Incident: a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain / pain became so severe'), genital haemorrhage ('heavy bleeding'), congestive cardiomyopathy ('dilated cardiomyopathy'), nerve injury ('nerve damage') and rectal haemorrhage ('rectal bleeding') in an adult female patient who had essure (batch no. A66676) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 3 (date of births: (B)(6) 2008, (B)(6) 2010, (B)(6) 2012 - all 37 weeks), c-section (in (B)(6) 2008, (B)(6) 2010 and (B)(6) 2012), smoker, alcohol use, tachycardia, gastric ulcer, constipation, spinal column stenosis, renal cyst nos, menarche, uterine dilation and curettage, colonic polyp, colonoscopy, epigastric pain, flank pain and radiating pain. Denies possibility of pregnancy. Denies cold symptoms. Denies any swelling. Previously administered products included for birth control: depo. Concurrent conditions included hip fracture since 2014, neuropathy peripheral, overweight, degenerative disc disease, renal cyst nos, paresthesia, knee pain, shortness of breath, sleeplessness, pneumonia, ankle injury, rectal bleeding, irritable bowel syndrome, urinary tract infection, diarrhea, nausea, vomiting, patellofemoral pain syndrome, early morning stiffness, burning micturition, paraesthesia hand, feeling sick, chills, general body pain, kidney infection, swelling of legs, numbness of upper extremities, chest pain, edema, difficulty breathing, jaw pain, swelling of tongue, drooling, varicella, pain ankle, panic attack, dizzy, light-headed, anxious mood, diabetes mellitus, hematuria and pyelonephritis. Family history included congestive heart failure (father, mother, paternal aunt, siblings, grandparents), diabetes (father), heart failure (mother), asthma (children) and hypertension (mother, father). Concomitant products included alprazolam (xanax) for anxiety, drospirenone + ethinylestradiol (yasmin) from (B)(6) 2013 to (B)(6) 2013 for contraception, topiramate (topamax) for neck pain and headache, ciprofloxacin hydrochloride (ciflox) for urinary tract infection as well as amoxicillin, calcium carbonate;colecalciferol;sodium (calcium carbonate;cholecalciferol;sodium), carisoprodol, ciprofloxacin (cipro), clarithromycin, diclofenac sodium, duloxetine, folic acid, gabapentin (neurontin), hydroxyzine, lisinopril, lorazepam, macrogol 3350 (miralax), paracetamol (acetaminophen), propranolol, sertraline hydrochloride, sertraline hydrochloride (zoloft) since (B)(6) 2017, sumatriptan, topiramate and vitamin d nos (vitamin d). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain/ 3 times/year sometimes more often will have extremely painful period"), back pain ("back pain/severe back pain"), intervertebral disc degeneration ("degenerative disk disease (ddd)"), fibromyalgia ("fibromyalgia") and pelvic pain ("pelvis pain (stabbing)"). In (B)(6) 2013, the patient experienced abdominal pain (seriousness criterion medically significant), fatigue ("fatigue"), dyspareunia ("pain during intercourse"), migraine ("severe migraines") and headache ("throbing headache"). In (B)(6) 2013, the patient experienced depression ("depression") and low back pain ("lower back pain (stabbing)"). In (B)(6) 2013, the patient experienced weight fluctuation ("weight fluctuations"). In (B)(6) 2015, the patient experienced congestive cardiomyopathy (seriousness criterion medically significant). On an unknown date, the patient experienced nerve injury (seriousness criterion medically significant), hypothyroidism ("hypothyroidism"), menorrhagia ("3 times/year sometimes more often will have extremely heavy period"), alopecia ("hair loss"), neuropathy peripheral ("essure worsened a previously existing condition - peripheral neuropathy"), anxiety ("anxiety"), ligament sprain ("ankle sprain"), rectal haemorrhage (seriousness criterion medically significant), diarrhoea ("diarrhea"), malaise ("malaise") and renal cyst ("kidney cyst") and was found to have weight increased ("weight gain"). The patient was treated with amitriptyline, carvedilol, carvedilol (coreg), cortisone, duloxetine hydrochloride (cymbalta), furosemide (lasix), gabapentin, hydrocodone bitartrate;paracetamol (vicodin), ibuprofen, levothyroxine, lorazepam (ativan), methocarbamol (robaxin), muscle relaxants, centrally acting agents, naproxen, oxycodone, oxycodone hydrochloride;paracetamol (percocet), salbutamol (albuterol) and physical therapy (use of cane due to stabbing lower back pain). Essure treatment was not changed. At the time of the report, the abdominal pain, genital haemorrhage, congestive cardiomyopathy, nerve injury, dysmenorrhoea, back pain, depression, fatigue, weight fluctuation, dyspareunia, migraine, intervertebral disc degeneration, hypothyroidism, fibromyalgia, menorrhagia, alopecia, neuropathy peripheral, weight increased, anxiety, headache, ligament sprain, rectal haemorrhage, diarrhoea, malaise and renal cyst outcome was unknown, the low back pain had resolved and the pelvic pain had not resolved. The reporter considered abdominal pain, alopecia, anxiety, back pain, congestive cardiomyopathy, depression, diarrhoea, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, genital haemorrhage, headache, hypothyroidism, intervertebral disc degeneration, ligament sprain, malaise, menorrhagia, migraine, nerve injury, neuropathy peripheral, pelvic pain, rectal haemorrhage, renal cyst, weight fluctuation, weight increased and low back pain to be related to essure. The reporter commented: plaintiff fact sheet provided. Plaintiff had no history of suffering from migraines prior to undergoing the implantation of essure. She received treatment for pain, other injuries which began after implant, and fibromyalgia in 2013. She was given cortisone injections three times every six months for degenerative disk disease; however, such treatment was discontinued as it was ineffective in treating plaintiff¿s severe back pain. She received treatment for hypothyroidism 2014. Unsure about allergy or hypersensitivity reaction to nickel or any other component of essure but suspected due to autoimmune disorder. She used yasmin until hsg. Her husband cut himself during intercourse in 2015 (refer to case number (B)(4)). She was planning essure removal due to pain and other awful symptoms, date undetermined. (B)(6) 2017 mr - previously she had 2 motor vehicle accidents in 2009 and 2010. Patient has been in the hospital twice for shortness of breath. Patient follow-up on pelvic pain treated for suspected pid (interpreted as pulmonary inflammatory disease). Concomittant drug include ¿ hydroxine, b complex, lora7epam for anxiety, pantaprazole sodium, flexaril for muscle spasms and did not work. Taking refill predinisone for degenerative disc disease. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.9 kg/sqm. Hysterosalpingogram - in (B)(6) 2013: results: essure confirmation test.. (B)(6) 2010 : radiology report - single viable intrauterine pregnancy. (B)(6) 2012 - CT of the brain- sinus inflammation otherwise, negative noncontrast CT of the brain, (B)(6) 2013 - knee pain following injection to lumbar spine(treatment) (B)(6) 2015 : MRI of lumbar spine : l5-l1 central disc protrusion with mild central and lateral recess stenosis with impression on the bilateral s1 nerve roots. L4-s1 central disc protrusion with mild recess stenosis and depression and proximal bilateral l5 nerve root sleeves. (B)(6) 2015 : echocardiogram - reduced ef of 30-35 %. Nuclear stress test shows a normal ejection fraction without evidence of myocardial ischemia. (B)(6) 2017 : electrocardiogram-cannabinoid(thc)screen, ur : positive (B)(6) 2017 : radiology report - mild facts arthrosis of the lower spine. (B)(6) 2017 : CT-head w/o contrast - no brain parenchymal abnormalities are noted. If the clinical problem persists a magnetic resonance imaging scan may be of benefit for further evaluation. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pain, headache, back pain, hair loss, abdominal pain, fibromyalgia, hypothyroid, peripheral neuropathy, anxiety, hypothyroidism, fatigue". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-jun-2019: quality safety evaluation of ptc (product technical complaint). Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain / pain became so severe"), genital haemorrhage ("heavy bleeding"), congestive cardiomyopathy ("dilated cardiomyopathy") and nerve injury ("nerve damage") in an adult female patient who had essure (batch no. A66676) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 3 (dates of births: (B)(6) 2008, (B)(6) 2010, (B)(6) 2012 - all (B)(6)), c-section (in (B)(6) 2008, (B)(6) 2010 and (B)(6) 2012), smoker, alcohol use, tachycardia, gastric ulcer, constipation, spinal column stenosis, renal cyst nos, menarche, uterine dilation and curettage, colonic polyp, colonoscopy and epigastric pain. Denies possibility of pregnancy. Denies cold symptoms. Denies any swelling. Previously administered products included for birth control: depo. Concurrent conditions included neuropathy peripheral, overweight, degenerative disc disease, renal cyst nos, paresthesia, knee pain, hip fracture since 2014, shortness of breath, sleeplessness, pneumonia, ankle injury, rectal bleeding, irritable bowel syndrome, urinary tract infection, diarrhea, nausea, vomiting, patellofemoral pain syndrome and early morning stiffness. Family history included congestive heart failure (father, mother, paternal aunt, siblings, grandparents), diabetes (father), heart failure (mother), asthma (children) and hypertension (mother, father). Concomitant products included alprazolam (xanax) for anxiety, drospirenone + ethinylestradiol (yasmin) from (B)(6) 2013 to (B)(6) 2013 for contraception, topiramate (topamax) for neck pain and headache, ciprofloxacin hydrochloride (ciflox) for urinary tract infection as well as amoxicillin, calcium carbonate;cholecalciferol;sodium (calcium carbonate;cholecalciferol;sodium), clarithromycin, diclofenac sodium, folic acid, lisinopril, lorazepam, macrogol 3350 (miralax), propranolol, sertraline hydrochloride, sertraline hydrochloride (zoloft) since (B)(6) 2017, sumatriptan and vitamin d nos (vitamin d). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain/ 3 times/year sometimes more often will have extremely painful period"), the first episode of back pain ("back pain/severe back pain"), intervertebral disc degeneration ("degenerative disk disease (ddd)"), fibromyalgia ("fibromyalgia") and pelvic pain ("pelvis pain (stabbing)"). In (B)(6) 2013, the patient experienced abdominal pain (seriousness criterion medically significant), fatigue ("fatigue"), dyspareunia ("pain during intercourse"), migraine ("severe migraines") and headache ("throbbing headache"). In (B)(6) 2013, the patient experienced depression ("depression") and the second episode of back pain ("lower back pain (stabbing)"). In (B)(6) 2013, the patient experienced weight fluctuation ("weight fluctuations"). In (B)(6) 2015, the patient experienced congestive cardiomyopathy (seriousness criterion medically significant). On an unknown date, the patient experienced nerve injury (seriousness criterion medically significant), hypothyroidism ("hypothyroidism"), menorrhagia ("3 times/year sometimes more often will have extremely heavy period"), alopecia ("hair loss"), neuropathy peripheral ("essure worsened a previously existing condition - peripheral neuropathy"), anxiety ("anxiety"), ligament sprain ("ankle sprain"), rectal haemorrhage ("rectal bleeding"), diarrhoea ("diarrhea"), malaise ("malaise") and renal cyst ("kidney cyst") and was found to have weight increased ("weight gain"). The patient was treated with amitriptyline, carisoprodol (soma), carvedilol, carvedilol (coreg), cortisone, duloxetine hydrochloride (cymbalta), furosemide (lasix), gabapentin, hydrocodone bitartrate;paracetamol (vicodin), ibuprofen, levothyroxine, lorazepam (ativan), methocarbamol (robaxin), naproxen, oxycodone, oxycodone hydrochloride;paracetamol (percocet), salbutamol (albuterol) and physical therapy (use of cane due to stabbing lower back pain). Essure treatment was not changed. At the time of the report, the abdominal pain, genital haemorrhage, congestive cardiomyopathy, nerve injury, dysmenorrhoea, depression, fatigue, weight fluctuation, dyspareunia, migraine, intervertebral disc degeneration, hypothyroidism, fibromyalgia, menorrhagia, alopecia, neuropathy peripheral, weight increased, anxiety, headache, ligament sprain, rectal haemorrhage, diarrhoea, malaise and renal cyst outcome was unknown, the last episode of back pain had resolved and the pelvic pain had not resolved. The reporter considered abdominal pain, alopecia, anxiety, congestive cardiomyopathy, depression, diarrhoea, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, genital haemorrhage, headache, hypothyroidism, intervertebral disc degeneration, ligament sprain, malaise, menorrhagia, migraine, nerve injury, neuropathy peripheral, pelvic pain, rectal haemorrhage, renal cyst, weight fluctuation, weight increased, the first episode of back pain and the second episode of back pain to be related to essure. The reporter commented: plaintiff fact sheet provided. Plaintiff had no history of suffering from migraines prior to undergoing the implantation of essure. She received treatment for pain, other injuries which began after implant, and fibromyalgia in 2013. She was given cortisone injections three times every six months for degenerative disk disease; however, such treatment was discontinued as it was ineffective in treating plaintiff¿s severe back pain. She received treatment for hypothyroidism 2014. Unsure about allergy or hypersensitivity reaction to nickel or any other component of essure but suspected due to autoimmune disorder. She used yasmin until hsg. Her husband cut himself during intercourse in 2015 (refer to case number (B)(4)). She was planning essure removal due to pain and other awful symptoms, date undetermined. On (B)(6) 2017 mr - previously she had 2 motor vehicle accidents in 2009 and 2010. Patient has been in the hospital twice for shortness of breath. Patient follow-up on pelvic pain treated for suspected pid (interpreted as pulmonary inflammatory disease). Concomitant drug include ¿ hydroxine, b complex, lorazepam for anxiety, pantoprazole sodium, flexeril for muscle spasms and did not work. Taking refill prednisone for degenerative disc disease. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.9 kg/sqm. Hysterosalpingogram - in (B)(6) 2013: results: essure confirmation test. On (B)(6) 2010 : radiology report - single viable intrauterine pregnancy. On (B)(6) 2012 - CT of the brain- sinus inflammation otherwise, negative noncontrast CT of the brain. On (B)(6) 2013 - knee pain following injection to lumbar spine(treatment). On (B)(6) 2015 : MRI of lumbar spine : l5-l1 central disc protrusion with mild central and lateral recess stenosis with impression on the bilateral s1 nerve roots. L4-s1 central disc protrusion with mild recess stenosis and depression and proximal bilateral l5 nerve root sleeves. On (B)(6) 2015 : echocardiogram - reduced ef of 30-35 %. Nuclear stress test shows a normal ejection fraction without evidence of myocardial ischemia. On (B)(6) 2017 : electrocardiogram-cannabinoid (thc) screen, ur: positive. On (B)(6) 2017 : radiology report - mild facts arthrosis of the lower spine. On (B)(6) 2017 : CT-head w/o contrast - no brain parenchymal abnormalities are noted. If the clinical problem persists a magnetic resonance imaging scan may be of benefit for further evaluation. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record we are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 30-apr-2019: pfs received. Lot number added. Reporter's information was added. Added event headaches, ankle sprain, rectal bleeding, diarrhea, malaise, kidney cyst. Medical history, lab data were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.